Event description:
An eye care professional reported that cv232 iol implanted in the left eye of a pt has since opacified. Visual acuity in 2003 noted as 9/10 p2, current visual acuity noted as 4/10 parinaud 5. Pt has been referred to a surgeon for possible explant of device. No further information has been provided.

Manufacturer narrative:
The device history records and sterility records have been reviewed by manufacturing and found to be in compliance. (B)(4).